Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hyperglycemia, with blood glucose over 600 mg/dl. The customer's wife stated that prior to the event, the customer had been having high blood glucose levels and that he had changed his infusion set the day before. Nothing was reported.